Event description:
It has been reported to philips that the system shut down and showed x-ray unavailable. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shuts down and showed x-ray unavailable. Review of the log files showed 1st exception error which occurred. The fse performed system troubleshooting and identified that there was a micro switch issue with the footswitch and the buttons were stuck on the geo control module. The failure analysis was performed for the control module and the wired footswitch. The malfunction in the control module couldn't be confirmed, but the visual inspection test showed broken move & rotate stand button. Also, the malfunction in the wired footswitch couldn't be confirmed, but the visual inspection test showed missing antislips. However, the fse replaced the control module and wired footswitch which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.